Manufacturer narrative:
(B)(4).additional information: baxter (B)(4) followed up with the home patient (hp) via phone call. The hp stated that therapy resumed with with new supplies. The hp confirmed that she discarded the used product. There was no patient impact.

Event description:
A (B)(6) home patient (hp) contacted global technical services (gts) regarding a check lines and bags alarm on the homechoice (hc) during prime. The hp had started over with a new cassette but did not replace bags. The technical service representative (tsr) advised that when starting over, lines and bags must both be replaced. The tsr assisted the hp to cycle power to clear error and to remove cassette. The hp confirmed to start over with new supplies. There was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.